Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1208 "oxygen (o2) not available" and 120a "high o2 supply pressure" alarm errors occurred upon switching to an h tank o2 supply. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service and swapped out for another ventilator without any patient incident. The remote service engineer (rse) evaluated the device with the customer. The customer powered up the ventilator in diagnostic mode and found that the o2 inlet pressure was reading 101 psi without the oxygen connected. The customer stated the regulator on the h tank was set way too high. The rse advised the customer that the ventilator did what it was supposed to do, detected the high pressure o2, and closed the o2 solenoid valve. With the 3-way o2 transport manifold connected, which had the check valve in it, the high pressure o2 was trapped between the o2 solenoid valve and manifold. The rse therefore had the customer slowly loosen the connection of the o2 manifold to the ventilator, and the customer was able to hear the high-pressure release. The o2 inlet pressure was reading zero, and the ventilator operated without the high o2 and no o2 alarms. The device passed the required performance verification tests per philips standard and was returned to service.